Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had shut itself off and alarmed for a reset error. She did not recall the blood glucose reading. She reported that the insulin pump reset itself at least 20 times. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. She was advised to monitor the insulin pump and that she could continue to wear the insulin pump until the replacement arrived.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronics. We were unable to verify alarms and reset by itself anomaly, off no power alarm due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.